Event description:
It was reported via repair work order that the mattress had fluid intrusion due to puncture holes. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer to determine whether to repair/replace mattress, provided pricing.